Event description:
On (B)(6) 2023, rayner received notification from its affiliate company in australia of an event that occurred during use of a rayone toric rao610t. The event description provided states that during iol implantation the posterior capsule was perforated.

Manufacturer narrative:
The reference (B)(4), has been allocated to this case. The verbatim report received states that the lens perforated the posterior capsule during iol implantation. The rayone iol was explanted and exchanged for a sulcus fixated iol during the original surgery session. The device was discarded by the healthcare facility following explantation. The rayone preloaded injector risk analysis identifies advancing the plunger too quickly and forcing a jammed plunger during iol insertion as possible causes of capsule rupture. The national ophthalmology database audit report for 2022 states that for all surgeons 0.91% of operations were affected by posterior capsule rupture (pcr) and that this is slightly below the currently consultant only rate of 1.1%. Our lifetime rate of posterior capsule rupture for our rayone hydrophilic platform is 0.0012% which is well below the rates published in the nod audit report. Without the ability to examine the device and without clear event details being provided it is not possible to determine the cause of the posterior capsule perforation in this case. Our review of production records for the rayone toric rao610t batch 072193753 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone toric rao610t batch 072193753.